Event description:
It was reported that the patient received six inappropriate shocks from their right ventricular (rv) lead due to noise while taking a shower. Additionally, the rv lead had high impedance, high short interval counts (sic), and high thresholds with failure to capture. Furthermore, the rv lead failed to sense during an interrogation and has a suspected fracture. The lead was turned off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).